Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating the physician suspect right ventricular (rv) lead damage, however, diagnostic imaging was not performed. The patient was in stable condition.

Event description:
Additional information received indicating abbott technical support was contacted, session records were reviewed, and oversensing of the noise was noted.

Event description:
During a follow-up in clinic, noise on the discrimination channel was noted on the right ventricular lead. Noise was reproduced during provocative testing. Technical support was contacted, however, no intervention was performed. The patient was stable.